Event description:
It was reported that, the laser stopped working during a procedure. It was noted that the fiber burst. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
H8 usage of device: corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector had severe burn marks and the light was passing through the connector. During functional the fiber was connected "treatments used 0. Treatments left 10" was displayed. The aiming beam was bright and distorted. The labeling review found that the product instructions for use (IFU) states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, the laser stopped working during a procedure. It was noted that the fiber burst. The procedure was completed with another of same device. There were no patient complications.